Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a decrease in hearing with device use; the issue could not be resolved. Subsequently the device was explanted on (B)(6), 2015; during the same surgery the patient was re-implanted with a new device. The device is not available for analysis.